Event description:
During a transfer with an ez lift and a noram sling, a resident fell back out of the sling, hitting his head on the floor. The resident was taken to the hospital and later expired.

Manufacturer narrative:
Ez way contacted the facility and was told the incident was not caused by any malfunction of the lift, but was caused by user error. An ez way sling was not used in the transfer.